Manufacturer narrative:
Reference voluntary medwatch # mw5147500

Event description:
It was reported that the patient presented for follow up with a complaint of dizziness. A device interrogation revealed low pacing impedance and inadequate capture exhibited by the right atrial lead. No further information was available.